Event description:
It was reported that a consulting siemens training specialist was inadvertently pushed into the mr magnet by an unmanned cart that unexpectedly began to roll. The incident occurred following completion of the equipment installation of the mr, but prior to equipment turnover to the customer and prior to pt use. The consulting siemens training specialist allegedly became trapped between the cart and the magnet, and subsequently received multiple fractures to the face, as well as brain trauma. Surgical intervention was required to repair the fractures. This event occurred in another country.